Event description:
It was reported per field service report: symptom - on transport stopped pumping, battery failed. Plugged back into ac outlet. Ac outlet on transport was bad, replaced. Transported pt. Battery again failed when pt was at bedside at hospital and switched over to hospital intra-aortic balloon pump (iabp). No pt injury or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.